Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was not communicating with the server. A field service engineer (fse) found device showed accessible for remote access, but the component management file was still upgraded. The device had not been communicating with the server. Fse contacted bd phone support for assistance in syncing the device. The issue required extended troubleshooting but was ultimately resolved, and the device successfully synced with the server. Verified that the medstation was communicating properly with the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. There were no adverse events or injuries reported based on this event.